Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not seen exiting the infusion set tubing during the fill tubing process. Customer changed cartridge and the infusion set, and successfully resumed insulin delivery. Customer's blood glucose level ranged from 160-170 mg/dl.